Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.

Manufacturer narrative:
There were no deviations reported in the DHR for part # (B)(4), lot # 8002450. All released parts were within specifications. Visual examination confirms the poly is broken after 13.67 years of implantation.